Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the pump head malfunctioned due to the performance of a consumable deteriorated as the number of usages increase which is a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device."

Event description:
It was reported that the pump head on the flushing pump had malfunctioned. The issue occurred during preparation for use (general inspection) for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump head on the flushing pump had malfunctioned. The issue occurred during preparation for use (general inspection) for an unspecified diagnostic procedure. There were no reports of patient harm.